Event description:
The customer reported that the system would not completely boot up. This resulted in a total loss of imaging functionality. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was replaced during service call. The system was tested and found to be working as intended and put back into service.